Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient received a recharger service code 4100 and said they've noticed this error off and on since they got their new recharger. Patient dismissed the code and continued with charging sessions. Last sunday night they received the 4100 error code, the patient reported sensations while recharging. Patient said right before they got the code it started shocking them and they felt the shocking deep down inside and said it felt like the device was turned up 5 extra numbers. Patient said they felt like the implant was shocking them and there was a sharp pain where it's implanted. The patient the shocking was present when they started the charging session and was located in their buttock. Patient discontinued charging, waited a minute and started another recharging session. Patient said they haven't felt a shocking sensation again. Patient also reported recharger service code 1707 last sunday night and was able to dismiss code. Patient said they haven't tried charging since that night because they wanted to ask about the code but charged their battery up to 80%. The patient reported difficulty charging the ins. The following troubleshooting steps were performed before the call: dismissed code, repositioned the recharger, applied comfortable pressure to the recharger with recharger in elastic bands between two pairs of underwear, thin layer of clothing between recharger and implant. Patient said they first started noticing telemetry issues a week ago sunday night, where they would get an excellent connection, then a good connection and then lose connection entirely. Patient said when they received their first recharger, in 20-30 minutes it would charge from 50%-100%. Patient said then it got to where it took 3 hours to charge and every couple of minutes it would say searching for device. Patient said the new recharger has gone from 15-20 minutes up to 1-1.5 hours to recharge, starting from 50%. Patient said they stay in the same position and confirmed the recharger is in place without moving to lose conn ection. Patient said they typically sit up and lean back on it and it will charge. Patient mentioned they are skinny and there's no flat place to put the recharger on. Patient said they have tried to use the belt but the rep told them not to. Patient is confident they can feel the implant under their skin, they said it's a great big knot in their butt. Recommended patient see managing healthcare provider (hcp) about implant position and they said they've already seen manufacturer representative (rep) in august or september 2022. Patient said the hcp/rep wondered if the implant had shifted and the rep checked it and said it felt completely normal. Patient said the rep has known about telemetry issues since august or september 2022, as well. Recommended patient follow up with managing hcp as well. Patient said they texted the rep about the 1707 code they think monday night. Patient said the rep told them to call patient services for this issue. Patient said they will attempt another recharging session on sunday, wait to talk with the rep and call back if issue persists. Additional information was received from the patient. They reported that the cause of the difficulty recharging was not determine and no likely cause was given. The patient indicated "I turned on my device and it shocked me. Will try turning device off and turning it back on at a later time to see if this resolves the shocking issue." The cause of the difficulty maintaining a connection to recharge was not determined and no likely cause was given. The patient noted that they are able to successfully recharge their implant, which is located in the right hip and is very shallow. The patient clarified that the sensation was only felt during a recharge session, a layer of clothing was used (the entire surface was covered), the layer of clothing did not resolve the sensations, and that the recharging belt was not used.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.